Event description:
A surgeon reported a patient's eyesight decreased from 0.6 to 0.3 approximately five years following intraocular lens (iol) implant surgery. The surgeon reported, "something like glistenings" was observed in the lens under slit lamp observation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. No additional information has been received.